Event description:
Pt was revised to address instability (left side). Poly wear was also reported.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. Provided info suggests the size tibial insert selected at primary surgery did not achieve the expected results and was a contributing factor to the reported instability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.